Event description:
It was reported that this inflatable penile prosthesis was not working properly due to a fluid leak in an unknown location. The device was explanted and replaced. No patient complications were reported.